Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient was on primacor which was continuously running. When the rn was going into the patient's room at 3:30pm, the pump was noted to be shut off. When the rn rounded on the patient, the pump was continuously running, but when going in for the next rounds and for medication administration, the pump was noted to be off. The rn asked all of the staff on the floor if anybody went in the room when the pump was beeping or turned off the pump but everybody said no. The patient is on continuous avasure monitoring, and the tech asked if they saw anybody touching the pump, and they said no. The medication was changed to a new pcu and pump module while the old ones were sent to biomed. There was no information on patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the facility report regarding the pump being found shut off during a continuous primacor infusion was not confirmed during the investigation. No devices were returned for evaluation. An external and internal inspection could not be carried out. There were no suspect devices/products returned for this investigation. A complete review of the system logs could not be carried out, as no event or error logs were provided by the facility, and the devices were not returned for this investigation. However, battery logs were obtained via email and reviewed as part of the investigation. Battery logs from the pcu were obtained through emails provided by the facility to clarify the details of the reported incident. Although the facility stated that the event occurred at 3:30 pm, no specific date was given. The most recent available logs are from march 20, 2025, when the battery was observed to overheat twice¿once at 3:12 am and again at 5:44 pm. On both occasions, the message "batt_start_temp_high" was recorded, indicating that the battery's initial temperature exceeded safe operating limits. However, the issue could not be reproduced, as the pcu was not returned for further investigation. Laboratory testing could not be performed; there were no suspect devices returned for this investigation. According to emails provided by the facility, the pump module was found shut off during rounds, despite having been running earlier. The ¿rds_connection_lost¿ error appeared multiple times in the pcu logs, but according to the user manual, this message is informational and does not interfere with infusion delivery. Additionally, the facility provided pdf files confirming that preventive maintenance on the devices involved was successfully completed using the alaris maintenance software (asm). The bd alaris user manual (v12.1) states not to use a device with any damage. Send it to biomedical engineering for repair. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was no information on patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event, in which the pump was found shut off during a continuous primacor infusion, could not be determined as the devices were not returned for evaluation. The facility mentioned in their emails that the ¿rds_connection_lost¿ message appeared in the pcu logs; however, this message is informational and does not affect infusion delivery, according to the bd alaris user manual (v12.1). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a patient was on primacor which was continuously running. When the rn was going into the patient's room at 3:30pm, the pump was noted to be shut off. When the rn rounded on the patient, the pump was continuously running, but when going in for the next rounds and for medication administration, the pump was noted to be off. The rn asked all of the staff on the floor if anybody went in the room when the pump was beeping or turned off the pump but everybody said no. The patient is on continuous avasure monitoring, and the tech asked if they saw anybody touching the pump, and they said no. The medication was changed to a new pcu and pump module while the old ones were sent to biomed. There was patient involvement, but no harm.